Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident attempts were made to obtain complete patient information.

Event description:
It was reported the patient underwent surgery which was unrelated to the scs system, but did not put the device into surgery mode. Subsequently, the ipg was unable to connect with the patient controller . Troubleshooting was attempted by the representative, however the ipg was unable to be paired to the clinician programmer. Patient is currently without stimulation due to the issue. Surgery may be pending to address this issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates the ipg was replaced to resolve the issue. Therapy was restored.